Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia followed by hyperglycemia while using the ilet system with a dexcom g7, including a low below 40 mg/dl after a meal announcement without eating and a subsequent high to 367 mg/dl after consuming multiple high-carbohydrate items to treat the low; the ilet alerted for the low but not for the high, and the user lacked a contemporaneous fingerstick to confirm readings. Symptoms included no reported clinical manifestations during the events. Outcomes included self-management without outside assistance or medical intervention, with glucose subsequently returning to range after oral carbohydrate intake. Investigation included customer support assessment, education on low treatment and confirmation testing, and recommendation to change supplies if hyperglycemia did not trend down. Investigation of this case revealed user-related factors, including possible missed meal after a meal announcement and overtreatment of hypoglycemia, as the most likely contributors to the glucose excursions; no device performance issue was identified from the available information. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement without carbohydrate intake and overtreatment of hypoglycemia, with appropriate troubleshooting and education completed.